Event description:
Patient with large bilateral ureteropelvic junction (upj) calculi undergoing a laser lithotripsy. After approximately 50% of the stone had been treated, the laser stopped working. Multiple attempts were made to restart the machine, but these were unsuccessful. Technical support was contacted, but no live person was available to assist hospital biomed staff to troubleshoot the issue. The procedure was aborted. The patient recovered and was discharged home with plans to return to finish his treatment.